Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 6 years post initial surgery due to elevated metal ions in blood, tissue and bone surroundings, pain, discomfort and inflammation. During the surgery, the surgeon found brownish gray debris consistent with metal reaction. The femoral neck at the trunnion was discolored but not palpably rough. The inner portion of the morse taper of the femoral head was likewise discolored and at the margin of the femoral head, not in the morse taper itself, there was some corrosion that accumulated on the femoral head.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: magnum moduar head, # item s061140, lot 757570. Taperloc femoral insert, # item 159436, lot 961580. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04746. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately 6 years post initial surgery due to elevated metal ions in blood, tissue and bone surroundings, pain, discomfort and inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the legal notes. The legal documents noted a pseudocapsule, brownish gray debris consistent with metal reaction,the femoral neck at the trunnion was discolored but not palpably rough and the inner portion of the morse taper of the femoral head was likewise discolored and at the margin of the femoral head, not in the morse taper itself, there was some corrosion that accumulated on the femoral head. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.